Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Patient initially called because they received a letter about the recalled products. The patient feels well and did not report any symptoms at time of call. While obtaining additional information, the patient informed receiving error message (e-5), medical attention was reported. On (B)(6) 2026 the customer stated she was receiving an error message (e-5), in addition to experiencing symptoms of confusion and fogginess, and wasn't sure of how much insulin to administer; therefore, her son took her to the emergency room (ER). While at the ER, she was advised that her sugar was over 600 and she was diagnosed with high blood sugar. The patient was treated with an IV drip and was discharged the following day. The patient is feeling good and her blood sugar has been under control since left the hospital. It is not alleging product defect but is currently testing with an alternative product. During the call on (B)(6) 2026, a blood test was not performed by the customer. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 09/16/2027 and per the customer the open vial date is undisclosed. The meter memory was not reviewed for previous test result history.